Event description:
It was reported that "debris" was noted within the pre-filled syringe.

Manufacturer narrative:
It was reported that "debris" was noted within the pre-filled syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. A photo was provided for review and a piece of dark foreign particulate was observed within the pre-filled syringe. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.